Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through sales representative rupture diagnosed via MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 03, 2025, with lot number 1691199. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported through sales representative rupture diagnosed via MRI. This record is for the left side. Device was explanted and replaced.